Event description:
It was reported lead sensing has been steadily decreasing and sensitivity thresholds have fluctuated. The lead sensitivity was reprogrammed to 2.0mv. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.